Event description:
Patient underwent acl reconstruction of their right knee at a facility. They appeared to do very well thereafter and rehabbed to a good level of activity. After this however, their right knee started to give them problems with recurrent effusions. The medical facility re-arthroscoped them and found a lateral meniscal tear which was resected and synovitis of the right knee was noted. Multiple biopsies were taken suggesting an inflammatory arthropathy and they have been under the care of the rheumatologist who diagnosed them as having a polyarthritis of unspecified nature. The patient is convinced that the rci screws are the root cause of their unspecified inflammatory arthropathy which is now affecting both knees and both ankles.